Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was not capturing. The rv lead was replaced. There were no adverse health consequences, the patient was stable.